Event description:
The pt is a 53 yr old woman who had bilateral breast augmentation in 1976, using the silicone gel filled breast implant. The pt developed dry eyes in 1993, and frequent headaches since 1990 due to an accident, whiplash injury. She also had rosaches in the cheeks, in the nostril area, in the malar distribution as well as frequent sharp pains in both breasts. Xeromammogram and ultrasound exam demonstrates definitive intracapsular rupture on both sides. The right side has a collapsed shell rupture. Because of rupture, local contracture and pain as well as some systemic symptoms that may be related to her breast implants, she desires breast implant removal. Total capsulectomy is medically necessary because of rupture and calcification of the biological capsule.